Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 implantable pacing lead: (B)(6) 2004. (B)(4).

Event description:
It was reported that the patient presented to the emergency department for "pre-syncope". The device was interrogated which revealed intermittent loss of capture, high lead impedance, and high/variable thresholds in the right ventricular lead. It was further reported that a possible lead fracture was suspected. The lead was capped and replaced. No further patient complications were reported as a result of this event.